Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that the 70-degree straight suction was damaged and the site were unable to navigate it. The procedure was completed with the use of navigation. There was no delay to procedure. No known impact on patient outcome.